Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error; the touchscreen flex cable was reattached to resolve issue. Analysis also found errors in the programmer update history. Concomitant product: product ID 229047 analyzer. (B)(4).

Event description:
It was reported an error code displayed. The programmer was returned for service. No patient complications have been reported as a result of this event.